Event description:
Per pt's husband, the freedom tubing was defective and pt lost one via hizentra (leaked out). Pt did not miss a dose and no adverse event was reported. Unknown if products is currently on hand. No further information reported. Indications: stiff-man syndrome, multiple sclerosis. Reported by pt/caregiver.